Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the channel was clogged. The issue was found during reprocessing. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the suction channel was observed to be clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation. There was no patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: user¿s reprocessing method differed from IFU recommendation. The facility staff was insufficiently trained in device handling and reprocessing in accordance with IFU. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the suction function; ·if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor the field performance of this device.